Event description:
The patient had an alert appear on the programmer screen reporting that the device may be ineffective in delivering defibrillation therapy. Pocket erosion was also observed. The device was explanted.